Event description:
A follow up with the reporting physician revealed there was a pt death in 2004. In a day earlier a pt had abdomen exploratory surgery. Pain therapy was started on the pt with an apii infusion pump with pca. The medication ws morphine and the pump was programmed with a prescription rate of 1.0mg per 8 minutes in max. Of 8.0 mg per hour. The pt had an intestinal obstruction existing from a previous surgery, exploritory surgery performed to released the obstruction. In the morning of the 2004 the medication bag was changed and reportedly the pt was doing better. Around 24 hours after the surgery the pt was reportedly fine. Approximately 30 to 36 hours after the surgery the pt went to cardiac arrest. The pt was under the surgeon's care when pt died.